Event description:
The event was reported as: when healthcare worker was attempting to remove catheter, the balloon would not deflate properly. The pt had to be taken to surgery to have it removed. No further info on pt's condition.

Manufacturer narrative:
The sample has been requested but not received in time for this report. Additional info was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.